Manufacturer narrative:
(B)(4). Product not being returned for evaluation. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2015).

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results not verified. Blood test performed after meal ((B)(6) 2015; 01:44 pm) with result of "hi". Consumer was discharged from hosp two weeks ago due to history of high glucose levels above 400 mg/dl. No symptoms of high blood glucose apparent. Consumer sought medical attention at hospital once again due to "hi" blood results obtained. Elevated glucose levels may be due to insulin not being taken appropriately. Storage of test strips and meter memory not available since the product was just purchased. Test strip lot MFR's expiration date is 08/18/2016 and open vial date is (B)(6) 2015. Based on the customer being hospitalized the complaint is reportable.